Manufacturer narrative:
Cardinal health medical products & services is the distributor of the lb51 light handle covers subject of the reported event. Cardinal health documentation has indicated that they utilized the steris lb55 packaging tray in the surgical pack with some lb51 light handle covers. This is not the packaging tray product recommended by steris for this application. Steris recommends the use of the lb52 packaging tray to maintain the shape of the bezel bowl during sterilization and the packaging process. Should steris's recommendations not be followed, deformation can result, leading to an unusable and/or contaminated product. The instructions for use states, "please note that bowl deformation may result in inadvertent contamination of the light handle cover. Steris recommends the use of a packaging tray (example shown at left) to maintain the shape of the bezel bowl during sterilization and the packaging process. The packaging tray is available for purchase from steris as equipment number lb52.". Cardinal health was counseled on the proper packaging protocols, specifically the use of the recommended packaging tray associated with the lb51 light handle covers. No additional issues have been reported.

Event description:
The distributor reported that one of the lb51 light handle covers detached and fell into the sterile field during a patient procedure. User facility personnel removed and replaced the fallen cover and reestablished the sterile field resulting in a procedure delay. No report of injury.